Event description:
The customer called and reported that insulin did not go through during a set change and a no delivery alarm was received on his insulin pump. Customer's blood glucose was 135 mg/dl. The alarm was reportedly resolved by an infusion set change. Troubleshooting could not be performed to determine the cause of the issue and thus, a reservoir occlusion cannot be ruled out. Customer did not wish to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.